Manufacturer narrative:
Philips service performed a cold restart to resolve the issue and advised monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was not possible due to a communication issue between the host pc and generator on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.